Event description:
Patient admitted to hospital for removal and replacement of bilateral breast implants secondary to deflated right breast implant. Left breast implant was removed secondary to baker grade ii capsular contracture. Original breast implants were placed in 1994 and were mentor smooth, round 300cc implants.